Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar hydrogel implant procedure performed on (B)(6) 2020. According to the complainant, during a magnetic resonance imaging (MRI) performed on (B)(6) 2020 the physician noticed gel in the prostate. The patient reported urinary retention, which prompted the physician to decide to wait 6 months for the spaceoar gel to absorb before attempting treatment.